Manufacturer narrative:
Updated fields- b4, d8, d9, e1(email), g1(contact person-mfg site), g3, g6, h2, h3, h6 codes(investigation types, findings, conclusion, components), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the video generator board. A service order has not been attached. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that when cardiosave intra arotic balloon pump (iabp) was started it showed iabp requires maintenance. There was no patient involvement.

Manufacturer narrative:
Due to character limit e1. Full initial reporter- (B)(6). Supplemental report will be submitted upon completion of our investigation.